Event description:
It was reported that the bladder temperature would not capture or register, charged out temperature sensing cords 3 times and monitor module. Also stated that foley catheter was maintained and not replaced in patient and used esophageal probe for temperature. Per follow up information received via email on (B)(6) 2023, they reached out to the contact and was unaware of what type of device the catheter 119416m.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the bladder temperature would not capture or register, charged out temperature sensing cords 3 times and monitor module. Also stated that foley catheter was maintained and not replaced in patient and used esophageal probe for temperature. Per follow up information received via email on 08sep2023, they reached out to the contact and was unaware of what type of device the catheter 119416m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bladder temperature would not capture or register, charged out temperature sensing cords 3 times and monitor module. Also stated that foley catheter was maintained and not replaced in patient and used esophageal probe for temperature.